Event description:
A us distributor reported that a battery pack has bent pins.

Manufacturer narrative:
Device evaluation of the battery was completed. The reported problem (service code 1005) was unable to be duplicated. The battery was able to charge and power on a monitor. Per 91c0011, this service code indicates that the full charge capacity of the battery pack has degraded to a point where it may be necessary to charge the battery frequently. Patient protection was not affected. Additionally, as received, the battery was unable to fit securely into the monitor. The cause for the failure was isolated to a bent pin in the battery connector, causing the fault. The root cause of the service code 1005 could not be positively identified. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged battery.